Event description:
During cardiac catheterization, it was difficult to pass any wire down the right coronary artery. A whisper wire was able to be directed with difficulty down the artery and down to the distal area of 95% narrowing. The wire would not advance. A voyager balloon, a sport wire, and a pt wire were attempted without success. An attempt was made to remove the whisper wire but as the wire was being removed the wire fractured and completely broke. A second whisper wire was attempted, but it was unable to cross the lesion. The extreme torque on this wire due to the heavy calcification and tortuousity of the vessel led to a fracture and break of this wire at the same location. So that the proximal fractured end of wire was again at the proximal bend of the vessel. After multiple attempts to snare the fractured wires, it was felt that it was not possible to snare the fractured wires, due to the calcified tortuous anatomy with upward takeoff of the right coronary artery.